Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(6) reference number (B)(4), medwatch number 0001822565-2018-01952. Remains implanted.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and subsequently now is experiencing pain, difficulty walking, and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Additional device information: unique identifier (UDI)#: n/a. Concomitant medical products and therapy date detail of product. Item#: unknown. Item name: press fit stem. Lot#: unknown. This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: common device name, if follow-up, what type. Correction: date of report, brand name, concomitant medical products, PMA/510k. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in recall (if recall number is given) or correction/removal number and correction/removal number. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).